Event description:
Pump issued alarm 20 during operation, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer attempted to load a new cartridge with technical support guidance, but the alarm persisted, and insulin therapy could not be resumed. Technical support decided to replace the pump, which was within warranty, and provided a replacement pump to ensure continuity of insulin delivery.